Event description:
Pt implanted 07/20/1998 in upper vermilion borders. Onset of infection 08/07/1998 in perioral. Pt treated with cephalexin on 08/08/1998 and 09/14/1998, augmentin on 09/16/1998 and cipro 09/21/1998. Implant explanted 10/14/1998.